Event description:
A review of the patient¿s programming history showed that high lead impedance was encountered with a newly implanted vns generator on the date of a generator replacement procedure. No further diagnostics on that day were registered within the available programming history. A subsequent diagnostic test after the encountered high impedance was within normal limits. It is unknown how the high impedance resolved. No additional pertinent information has been received to date.

Event description:
The patient¿s operative report for his generator replacement surgery was received and reviewed by the device manufacturer. The report verified that only the vns generator was replaced. Additionally, the final outcome of the replacement with the new vns generator was that ¿the parameters were measured and were acceptable.¿ there was no mention of a device malfunction in the report, but there was also no evidence that impedance measurements were taken or registered within normal limits. No additional pertinent information has been received to date.